Event description:
Baxter IV pump finished the programmed antibiotics, but when delivered volume was checked, the pump delivered volume was 149 cc and the bag was 250 cc. Epic "intake and output" (I&o) was checked, and the correct documentation was sent from the IV pump.